Event description:
It was reported that the communicator and pulse generator (pg) are in valid radio frequency (rf) overuse condition. A boston scientific company representative advised to perform radio frequency) (rf) troubleshooting steps and check communicator location for this patient. Technical services (ts) also noted that there was myopotential noise oversensing on the right ventricular (rv) lead channel. Ts advised on programming enhancements. No adverse patient effects reported. The device remains in service.